Manufacturer narrative:
The reporter¿s complete address, email address and phone number were not provided. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was further determined that the motor power was too low and defective and the coupling head was worn out. It was further determined that the device failed pretest for check power with test bench; (tick motor type) re 25 = min. 50 to 80 w or re 28 = min. 40 to 65 w, check the function with electric pen drive (epd)-console, check compatibility between colibri/small battery drive (sbd) and colibr ii/sbd ii, check the triggers and electric control unit (ecu) function, check switching function, check the oscillation angle, check the off/oscillation/on switch mode function and check the attachment coupling. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the reverse trigger was not working on the small battery drive device. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.